Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger telemetry module (rtm) failure: poor recharge quality error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported they were having issues with their controller becoming blank and unresponsive and the issue began about a month ago. Pt stated they the manufacturer representative (rep) advised pt to reset the controller and blow into the controller. Pt also stated they couldn't charge their implant because the controller was blank and unresponsive. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the battery empty cannot provide stimulation displayed on the controller and ps reviewed information. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt noted the controller became blank and unresponsive by itself (ps understood this as pt was not charging their implant when the controller became blank and unresponsive). Ps advised the pt to continue charging their controller and call back if the issue persisted. The troubleshooting steps that were taken on the call resolved the issue. Pt also stated they had a hard time hearing. Additional information was received from the patient. Pt called about the same issue, stating that when they try to charge ins it "takes forever to connect" and if it does the screen turns off and it doesn't charge up the ins. Pt says that the rtm is heating up a lot and "it was like burning my skin" and clarified it is a burning feeling not actually burning the skin. Pt says controller port looks intact. Emailed repair to send out replacement rtm.